Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence resulting in a blood glucose (bg) level of "high." Customer administered a correction injection to correct bg and reverted to an alternate method of insulin therapy.